Event description:
As reported, during a procedure the capsure fixation device deployed two fasteners at the same time and did not fixate the mesh every time. It was reported that there was inconvenience during surgery when device did not work properly. It was also reported that another fixation device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at once. Evaluation of returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, deploying the remaining fasteners with no issues. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.